Event description:
It was reported the right ventricular lead exhibited non capture and non-sensing. X-rays indicated the lead was rolled into the pulse generator pocket which the physician attributed to twiddler¿s syndrome. The lead was explanted and replaced. The patient¿s condition was good following the procedure.

Manufacturer narrative:
(B)(4).